Event description:
It was reported that there was a confirmed overdischarge and the battery hadn¿t worked on 2-3 years. It was noted that there was no response from the device with the recharger or clinician programmer. It was reported that this was the patient¿s first overdischarge and a physician mode recharge successfully reset the device. It was noted that the patient was charging the battery and would be seen on (B)(6) 2013 to reset the device and reprogram. It was reported that symptoms included less than 50 percent therapy relief and the patient status was no injury. A power on reset (por) condition was noted. A week later it was reported that the patient¿s device was reset and stimulation patterns were appropriate for his pain. It was noted that an impedance check showed that electrode 1 was out of range and greater than 10000. All other electrodes were in the normal range.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was charging more than expected. All electrodes showed the impedance of 500-1000 ohms. Group impedance was a1=545 ohms, 5.931ua a2=661 ohms 5.192 ua. For the at least the past month, the implantable neurostimulator (ins) was only staying charged for 3-4 hrs and would charge up to full in approximately 30 mins. The patient had the battery charged up to 100% before the appointment on the day of the report, and the battery was discharged at the appointment. During the appointment, they had spent time charging and within 10 mins the battery was showing that the ins was 50%, charging up to 75%. It was further reported that there were no issues seen, but the patient was not getting effective therapy. The plan was to try and refer him to a doctor who would replace the ins.

Manufacturer narrative:
Concomitant medical products: product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger; product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4) no longer apply. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the device stopped working and wasn't working for a long time. No further complications were reported.